Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code 204, damaged monitor case, connector stuck) has been confirmed.  Upon investigation the monitor was unable to communicate with an electrode belt.  The monitor's electrode belt connector was broken free from the monitor enclosure, preventing incoming functionality testing. The root cause for the damaged connector was excessive force.  No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient had a damaged monitor case, a connector was stuck, and the patient was receiving service code 204 messages (belt/monitor unusable).